Event description:
Reporter reported to smiths medical international that the joint separated at the arterial side of the tubing. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter stated that the product in question was lot #36k13e1707. However, the product received for evaluation was not a device. The exact product number could be determined but appeared to be a custom-made product, lot # unknown. The subassembly received was in a560, not a561 as reported. Examination of the returned unit revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent manufacturing issues. Smiths was albe to confirm the issue; however, no root cause could be determined. CAPA has been issued to further investigate this issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.